Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer bumpers were missing. A field service engineer removed drawer and installed new bumpers to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 4.1 was hard to open and close. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.